Event description:
Customer reported that the computer display on the monitoring computer of a css console had several missing lines in the middle of the display. The pt was switched to a backup css console. There was no pt impact. This alleged malfunction poses a low risk to a pt, because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css console was returned to syncardia for eval, and the results will be provided in a supplemental MDR.